Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 the customer alleged no delivery/occlusion-unknown timing. The insulin pump passed the self-test, displacement test, rewind test, basic occlusion test, force sensor test and occlusion test, however failed the prime/seating test. No unexpected insulin flow blocked alarms noted during testing. The insulin successfully downloaded to thus. Confirmed several pump alarm no delivery alarm on (B)(6) 2021 at 08:54:44, 08:55:22, 08:55:54, 15:02:14, 19:45:42, 19:53:18, 19:53:48, and 19:55:50 in the insulin pump downloaded history. The electronic assemblies and motor assemblies were inspected, and dried insulin was found the on motor slide . The following were noted during visual inspection: cracked retainer, pillowing keypad overlay, cracked case on battery tube, broken belt clip rails, cracked keypad overlay, cracked reservoir tube lip, cracked battery tube threads, and faded serial number label damage. The customer alleged for no delivery/occlusion alarm was confirmed on the event date of (B)(6) 2021 due to several no delivery alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.